Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation with a bubbled dso seal. Visual and functional testing were performed. Functional testing could duplicate the customer reported problem of device does not detect the cassette when lock into position. The root cause of the issue was determined as a faulty dso sensor. The dso sensor and seal were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not detect the cassette when lock into position. There was unknown patient involvement and unknown patient harm/adverse event reported.